Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the right ventricular lead had high pacing impedance and no capture. The lead was attempted to be replaced however after multiple attempts to gain access to the left subclavian vein, the physician elected to program the new device to an atrial-only pacing mode. The lead remains connected to the new device, but inactivated. No patient complications have been reported as a result of this event.